Event description:
It was reported all contacts on the scs trial lead had invalid impedances during the trial procedure. Replacing the trial cables did not resolve the issue. The scs trial lead was replaced and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.